Manufacturer narrative:
Initial and final MDR(B)(4)- device 2 of 3

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set tubing was leaking event on (B)(6) 2026 at the site from where the introducer needle was removed. . No further information available.